Manufacturer narrative:
Concomitant medical products: product ID: fr995-23 tissue valve, implanted: (B)(6) 2016.

Event description:
It was reported that the lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.